Manufacturer narrative:
The device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - clinical code: 4581-eye anatomy issue. Health effect - impact code medication required: 4581- used to describe both treatment with antibiotics and treatment with topical steroids. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was explanted from patient's operative eye due to extreme dysphotopsia. Additional information received revealed that dfw150 +24.0d se 1.50d cyl was implanted in patients left eye on (B)(6) 2022 and femto was used. On one day post operative examination, patient was taking pred/moxi four times a day (qid) in left eye. Patient stated that left eye was irritated on the night of surgery. Stated left eye was blurry and she kept her left eye closed. Patient was asked to continue using pred/gati qid. Patient was asked to begin using pfat's ou as needed. Patient was asked to begin using combigan twice a day (bid) in left eye, iop elevated. On second post operative examination on (B)(6) 2022, patient stated that she was feeling like a light is flashing on left eye. Using pred/gati drops (gtts) qid. Patient was asked to taper pred/gati to bid in left eye. Could consider removing suture at next visit. On third post operative examination on (B)(6) 2022, patient stated that she was still seeing blurry and still seeing flashes of light. Flashes look like lightning and some lights have halos around them. Still could not see small print. Still wearing shades because her eyes were sensitive to the light. Pred/moxi bid left eye but it burns when she uses it. She had to close her eye to watch tv sometimes because she feels pain. Patient mentioned at times feels cross-eyed, she sees double at times when she's outside. Patient was tested for diplopia, noted 2 bo od. Patient was ok to discontinue pred/gati bid left eye until drops are finished. New glasses rx given to patient. On fourth post operative examination on (B)(6) 2022, patient stated that she still has blurry va up close and at distance. She felt like she was looking through a smudge. Left eye feels fbs/gritty. She constantly sees light / halos through left eye. Most blurry/fbs temporally left eye. After last visit she ordered new srx but they have not arrived yet. Patient was instructed to d/c pred/moxi after last visit. Patient was asked to take pred acetate qid left eye for 1 week, then taper to bid left eye for 1 week. On fifth post operative examination on 09/28/2022, patient stated that she could not use new glasses because eye was still blurry, worried about her driving. Stated that she could not walk with her glasses because it's blurry. Stated that lights look scattered and sees lights and halos. Stated she could not wear glasses for reading for a long time. She was tested for double vision and noted 5 bo .5 bu left eye. (Anisometropia). Removed left eye suture. Patient eyes have healed well. Patient was asked to continue pred bid left eye for one more week then d/c. Patient stated prior to sx did not walk with glasses, patient was asked not to not walk with glasses if it is causing her trouble. Ok to use glasses for near and small print as needed. Could consider having just a reading rx. On sixth post operative examination on 10/12/2022, patient stated vision was still blurry. Patient stated lights were scattered and has to wear sunglasses to drive during the day and at night. Stated that she uses magnifiers for near work, her glasses weren't giving her clear vision. Oct mac results were normal. Patient not doing well with multifocal. Iol exchange with a single focus lens for distance, risks, hazards, and benefits were discussed with patient. Patient to schedule iol exchange left eye. Target: plano on (B)(6) 2023, dfw150 lens was explanted from left eye and replaced with diu150 +24.00. On one day post operative examination of diu lens on (B)(6) 2023, patient denied any pain/discomfort. Using pred/moxi qid left eye. Patient was asked to continue using pred/moxi qid left eye. On second post operative examination of diu lens on (B)(6) 2023, patient using pred/moxi qid left eye and denied any pain/discomfort. Patient was asked to taper pred/moxi to bid left eye on (B)(6) 2023. On third post operative examination of diu lens on(B)(6) 2023, patient complained of slight pain when she closes her left eye, also reported something coming down like a shade over the left eye for the last couple of weeks from the date of examination. Fundus photos were planned to be taken on that day. Patient was asked to continue pred/moxi bid left eye for one week then stop. On fourth post operative examination of diu lens on (B)(6) 2023, patient was having more pain left eye since she stopped using the pred/moxi drops. Patient started taking the drops again since yesterday (as of the date of this examination) in both eyes. On the day of examination she only used them in the left eye. Fbs, irritated left eye. Painful when she closes her left eye. Temporal crescent noted left eye but indicated that it has been improving. Patient was asked to continue using pred/moxi bid left eye for 1 week and then qd left eye for 1 week and then d/c. Patient was informed that temporal crescent left eye could take up to 1-2 months to clear. On fifth post operative examination of diu lens on (B)(6) 2023, patient was still using pred/moxi qam left eye sometimes, she felt that her eyes like sand in the morning and dry eyes at night. Patient doesn't wear glasses anymore. Patient still has flashes and floaters. Discussed with patient that glasses would help fine tune vision. No new glasses rx given. Patient was asked to d/c pred/moxi. Rec'd using ats for dryness. The patient had a history of cataracts psedophakia anisometropia nuclear sclerosis visually significant cortical age related cataract rheumatoid arthritis post vitreous detachment vitreous floaters. No other information was provided. Based on our reportable criteria, the event with the replacement lens (diu) was also reportable. Hence, this report is being submitted against the replacement lens. A separate report has already being submitted for the original lens (3012236936-2023-00524).